Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated device replacement procedure, it was noted that the atrial lead was dislodged. The atrial lead was repositioned during the procedure and the patient was stable with no consequences.